Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent, one intuition guidewire, one nc euphora balloon and one launcher guide catheter during a procedure. All devices were inspected with no issues. Negative prep was performed on the resolute onyx and nc euphora devices with no issues. The intuition and launcher devices were prepped per IFU with no issues. Resistance was not encountered when advancing the launcher device, and excessive force was not used. It was reported that the resolute onyx stent dislodged during delivery to the lesion. The stent dislodged during pull and push factor of the intuition guidewire, and the guidewire broke in half, possibly due to calcification. The patient was recommended for surgery for removal of the guidewire and stent, which were removed by using the snare technique. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: the detachment occurred in the body of the guidewire. There was no complaint against the launcher guide catheter and nc euphora balloon used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.